Event description:
Per provider, pilot valve is contaminated. Per independent repair center statement unit is alarming or red light. The key failure was the pilot valve of the manifold was contaminated. Additional malfunctions was the regulator was defective.